Event description:
It was reported that the lighting struck the patients home and the transmitter lost power. The adapter power strip was noted to be burnt/damaged. The device was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.